Event description:
A customer contacted baxter's technical service center and reported receiving a system error 2240 (air in line) alarm that appeared on the homechoice (hc) unit during dwell 1. The technical service representative (tsr) had the caregiver (cg) cycle power. The cg stated that the supply line on the organizer is opened. The tsr explained to the cg that any lines not being used during therapy must be clamped off. The tsr advised the cg to start over with new supplies or use manual supplies and to contact the peritoneal dialysis nurse. The tsr assisted the cg to disconnect the hp. The cg will start over with new supplies. On (B)(6) 2010, baxter product surveillance contacted the patient's nurse. The nurse stated that the patient ended up re-priming the system and went over proper procedures. There was no patient injury or medical intervention associated with this report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.